Event description:
This report was received from (B)(4) and is a spontaneous report by a consumer with supplemental information provided by a nurse in (B)(6) of constipation and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call to baxter customer services, the following was reported. On an unreported date, the patient experienced constipation. On (B)(6) 2011, the patient was diagnosed with peritonitis. Treatment was not reported and the patient was recovering from the peritonitis. On (B)(6) 2011, the patient experienced peritonitis. The patient was given unspecified antibiotic therapy for an unspecified indication. The patient was recovering from the peritonitis and the outcome for the constipation was not reported. Dianeal therapy was ongoing. The consumer stated the cause of the peritonitis was constipation. Per the nurse, the peritonitis was caused by constipation and was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11i25039 and h11h22137 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 1 of 1 involved in this peritonitis event.